Event description:
Surgeon opened a size 12, right 3d np femur, which had the correct label on the outside of the box. However, the label inside the sterile pack was marked as a left. The surgeon trialed the part to make sure it was correct and implanted it.